Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Result: pocket heating confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report#: 1627487-2014-25104, 25106 and 25107. It was reported the pt started experiencing uncomfortable pocket heating while charging about a year and a half ago. In turn, the pt stopped charging and using his scs system about 6 months to a year ago. It was also reported the pt was taken to the ER about a month ago due to drainage from a hole above the pt's coccyx that has allegedly been present since implant. A CT scan was taken and revealed fluid intrusion in the pt's leads. The pt was given antibiotics and referred to a specialist. The physician diagnosed the infection as a pilonidal cyst. The pt will undergo surgical intervention to address the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.